Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to regulatory reports 3004209178-2016-13019, 3004209178-2015-25595, 3004209178-2015-01541 for information related to previous events of the pump being empty. Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 0.5 mg/ml dilaudid (hydromorphone) at 0.91 mg/day. The reason for use was not reported. It was reported that the pump had run dry a few times. The patient had moved and could not find a doctor to refill the pump or take her as a new patient. Interventions/actions that were taken to resolve the issue included the pump was replaced due to the pump running dry multiple times. Unknown what diagnostics/troubleshooting were performed. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was o-ring wear on the pump motor. If information is provided in the future, a supplemental report will be issued.